Event description:
It was reported that at follow-up, the physician found high impedance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.